Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarms occurring on the mobile power unit (mpu) was unable to be confirmed. The mpu (serial number: (B)(6) was returned for analysis to the service depot and passed all testing. The patient cable was replaced as a precaution and was forwarded to product performance engineering (ppe) for further analysis. The returned cable was inserted into a test mpu and connected to power and the unit booted up as intended. The mpu was then connected to a test system controller and mock loop and allowed to run for an extended duration. The system functioned as intended without any issues or alarms becoming active for an extended duration. The underlying wires were individually tested, and no issues were observed. The reported event was unable to be reproduced during testing with ppe. Multiple good faith efforts were sent asking if log files could be provided. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined throughout this investigation. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device manufacture date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came in with a yellow wrench on their mobile power unit (mpu). The site changed batteries and tried other tricks, but the yellow wrench stayed on. The mpu was replaced and the site asked for warranty replacement.